Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/perforation/ the device was found intact and removed from the uterine cavity at hysteroscopy/ the right essure device, which had not been found in the fallopian tube, was identified protruding significantly into the uterine cavity') in a female patient who had essure (batch no. 898930) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, abdominal pain, irregular periods, atrophic vaginitis and breast mass. Concurrent conditions included iron deficiency anemia, dysmenorrhea, fibrocystic breast disease and ovarian cyst. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo-provera) and naproxen sodium (aleve). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), dysuria ("painful voiding"), urinary retention ("painful voiding") and abdominal pain lower ("bad cramps"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, hysteroscopy with removal of right essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, dysuria, urinary retention and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysuria, pelvic pain and urinary retention to be related to essure. The reporter commented: number of coils seen in intrauterine cavity: r5; l3 discrepancy noted: essure confirmation test (hysterosalpingogram) was reported to be done on (B)(6) 2009 (as per mr) and (B)(6) 2012 patient underwent laparoscopy and hysteroscopy on (B)(6) 2017 with identification and treatment of stage ii endometriosis of the peritoneurn and both ovaries, adnexal adhesions involving the ovaries and bilateral broad ligaments(s) and removal of both essure devices via bilateral salpingectomies. The right essure coil was partially within the uterine cavity and this portion was removed via hysteroscopy. Removal procedure reported as: 1. Laparoscopy with bilateral salpingectomy, 2. Right ovarian cystectomy. 3. Fulguration of peritoneal and ovarian endometriosis. 4. Lysis of pelvic adhesive disease. 5. Hysteroscopy with removal of right essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: successful occlusion with essure implants; on (B)(6) 2012: impression: successful occlusion with essure implants. Hsg injection procedure (B)(6) 2012 successful occlusion w/ essure implants. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/perforation/ the device was found intact and removed from the uterine cavity at hysteroscopy/ the right essure device, which had not been found in the fallopian tube, was identified protruding significantly into the uterine cavity') in a female patient who had essure (batch no. 898930) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, abdominal pain, irregular periods, atrophic vaginitis and breast mass. Concurrent conditions included iron deficiency anemia, dysmenorrhea, fibrocystic breast disease and ovarian cyst. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo-provera) and naproxen sodium (aleve). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), dysuria ("painful voiding"), urinary retention ("painful voiding") and abdominal pain lower ("bad cramps"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, hysteroscopy with removal of right essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, dysuria, urinary retention and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysuria, pelvic pain and urinary retention to be related to essure. The reporter commented: number of coils seen in intrauterine cavity: r5; l3 discrepancy noted: essure confirmation test (hysterosalpingogram) was reported to be done on (B)(6) 2009 (as per mr) and (B)(6) 2012. Patient underwent laparoscopy and hysteroscopy on (B)(6) 2017 with identification and treatment of stage ii endometriosis of the peritoneum and both ovaries, adnexal adhesions involving the ovaries and bilateral broad ligaments(s) and removal of both essure devices via bilateral salpingectomies. The right essure coil was partially within the uterine cavity and this portion was removed via hysteroscopy. Removal procedure reported as: laparoscopy with bilateral salpingectomy, right ovarian cystectomy. Fulguration of peritoneal and ovarian endometriosis. Lysis of pelvic adhesive disease. Hysteroscopy with removal of right essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: successful occlusion with essure implants; on (B)(6) 2012: impression: successful occlusion with essure implants. Hsg injection procedure (B)(6) 2012 successful occlusion w/ essure implants. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, device expulsion. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.